Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was visually inspected upon receipt with no anomaly such as breakage. After having been rinsed and dried, it was tested for 02 transfer performance and co2 removal performance in accordance with the factory's test protocol. No anomalies were observed, and the obtained values met the factory's control criteria. The actual sample was tested for its gas exchange performance. It was observed that the arterial blood was brighter red compared to the venous blood. A search of the past complaint file fund no other similar indications regarding involved product code/lot. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Per clinical specialist, at the beginning of the pump run the act was only 432 seconds. This is significantly below an acceptable universal standard of 480 seconds. The patient was a large patient, weighing 110kg with a bsa of 2.38m2. The patient was not cooled to a greater degree, with rectal temperatures to 33 degrees c. A larger patient at a warmer temperature will have significant metabolic demands and will consume heparin at a fast rate. It was noted in the pump record that 10,000iu of heparin was administered in the prime, and according to the pump record under ecc, no additional heparin was administered for the case. Under the heading of heparin, gesamt (which means in total), the amount is 10,000iu and under ecc (extracorporeal circulation or pump run) the amount is zero. No additional heparin was administered for the act subpar value of 432 seconds. There is a strong possibility that the oxygenator clotted off at the start of bypass. Another detail to consider is that bypass was started at 12:26pm and the first blood gas results were not available until 12:55pm, almost 30 minutes later, a time frame that would be unacceptable with most perfusionists (10 minutes being a more reasonable time frame). The blood gas at 12:55pm revealed a po2 of only 67mmhg. The next blood gas result provided by the customer at 15:04 revealed a blood gas with a po2 of only 29mmhg on a oxygen cylinder at 6 lpm at 100 percent fio2. It is at this point that the oxygenator was changed out with a new oxygenator. A blood gas result on the new oxygenator at 15:33 revealed an acceptable po2 value of 487mmhg.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the patient's blood was not sufficiently oxygenated. Per facility, as an immediate action due to insufficient oxygenation, the oxygen supply of the wall connections was checked. A separate oxygen cylinder did not bring any improvement. Patient was connected to hlm, no oxygenation. The oxygen was taken from the oxygen cylinder, still no oxygenation. The oxygenator was swapped. Oxygenation was immediately observed by the lighter color and confirmed by bga (blood gas analysis). The bubble detector sensor did not detect any air bubbles at any time during perfusion. Patient's year of birth: 1974. Bfarm case number: (B)(4). There was approximately 5-10 minutes delay in the procedure. There was 250 ml of blood loss. The product was changed out. The surgery was completed successfully.